Event description:
A small portion of this lead was returned without documentation from medtronic. There was no patient information after calling medtronic, boston scientific, st. Jude medical and ela. The patient's physician had no information because they had not seen him over 8 years. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.